Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The balloon was damaged and had a hole in zone d. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2012. There was a pressure loss that occurred at the very beginning of therapy. A hole was noted in the balloon when it was removed from the patient. There was a fluid deficit of 6 cc. The procedure was completed successfully with a second like device. There were no adverse patient consequences.